Manufacturer narrative:
The customer reported that the transmitter's top case melted. He reported that someone on his side messed up the battery contacts and shorted the batteries. The customer requested the part numbers to order the top case, bottom case, and the battery cover. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the transmitter's top case melted. He reported that some one on his side messed up the battery contacts and shorted the batteries.